Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of photo received. The shell was returned and it's packaging was not returned. Evaluation of the returned part determined that, the debris was not found on the shell. But from the received photo, it was determined that, there was a foreign material piece in the cavity. It's unable to determine the material and from where this may have happened, as the product is not returned to zimmer biomet control with the debris to do further analysis. DHR was reviewed and no discrepancies were found. Root cause was thus unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a hip arthroplasty, the device was opened and a foreign object was found inside the packaging. A new device was opened and used to complete the procedure. No adverse events have been reported as a result of the malfunction.